Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that numerous short v-v intervals were observed. It was further determined, the patient was in surgery at the time and the sensing issues were thought to be due to the surgery. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.